Manufacturer narrative:
A getinge field service engineer (fse) confirmed error on display, further reconnected safety disk and performed all functional tests. Passed all functional checks successfully. Handed over to user in working mode.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was showing a leak in the iab circuit alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.